Event description:
It was reported that the patient's catheter was cut during an unrelated surgical procedure, and the patient suffered from delirium and withdrawal. The patient had back surgery unrelated to the pump on (B)(6) 2012. The healthcare provider (hcp) "cut the catheter during surgery" and the patient had been suffering from delirium after the surgery. It was believed that the patient was experiencing withdrawal, and attempts were made to contact the hcp, as the patient was not due for a refill until (B)(6) 2012. It was later reported that the patient was discharged from the hospital on (B)(6) 2012 from a 24 day hospital stay. The hospitalization correlated with the previously mentioned back surgery unrelated to the pump to "remove rods". During the surgery, the catheter was damaged then revised during the same surgery. It was unclear if catheter patency was verified during the surgery/revision; therefore, there was concern about catheter patency and intrathecal baclofen (itb) withdrawal because of the patient's symptoms of confusion, altered mental status, the "shakes", a cold feeling, and itching. On (B)(6) 2012, the patient was in the hospital again because, the symptoms "were not getting better". It was later reported that the withdrawal symptoms experienced immediately after surgery were thought by the hospital hcp's to be due to "surgery/post op" issues. The planned hospitalization duration for the unrelated surgery was 5 days; however, patient was there for 23 days. The reporter stated that neither "the surgeon nor anyone at the hospital has experience with the pump". The issue of the cut catheter was confirmed by x-ray 24 days after surgery. The x-ray showed the catheter "sitting on the spine". Approximately 4 inches of the catheter was still connected to the pump; "the floating piece is about an inch away". It did not appear that the surgical hcp "tried to repair the catheter". The "pain doctor" indicated to them that "they would have to wait a year to do anything". It was unclear why the hcp suggested a delay. The hcp suggested that "he could tie the catheter off so that is doesn't leak". The "drug was still dripping but the patient is getting no relief". The patient went to the emergency room several days prior to this report and was given oral medication; the patient was having leg pain, but was "doing ok". The patient had planned follow-up appointments scheduled for october with the pain doctor. As of (B)(6) 2012 the "floating piece of the catheter in the patient's spine" remained. The medication in the pump was baclofen and morphine. Patient outcome was not provided. Additional information had been requested however, was unavailable as of the date of this report.

Event description:
Additional information received reported that the patient had 'improved slightly'. The patient had plans to see the managing healthcare provider in (B)(6) to review options for repairing the catheter. It was noted that the patient was taking oral oxycodone, and baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
After additional review, it was also noted that patient experienced spasticity, headaches, and hallucinations. Additional information received stated that the reporter had concerns about a pump refill at the end of (B)(6) 2012. The reporter stated that the dosage and volume being delivered were ¿lowered.¿ the healthcare professional (hcp) refilled the pump and turned the dosage down, even though the catheter was cut and medication was not going where it was intended. The patient was reported as being in tears and ¿so much pain ¿ it was hard to tell if she was getting better or worse.¿ it was noted that a revision consult was scheduled for (B)(6) 2013. The hcp wanted to make sure that the patient was completely healed from her (B)(6) 2012 back surgery (unrelated; fusion at l4, wedge was placed) before proceeding with the catheter revision. The patient experienced itching in her arms and legs, secondary to pain. The patient had been taking oxycodone for pain, but it ¿hurt so much that this stuff just did not help.¿ the patient was unable to sleep due to the pain. It was also noted that the patient lost ¿so much weight.¿ it was further stated that the patient experienced a second complication from the back surgery; a compression fracture at t10. The patient had been wearing a brace. A week later, it was stated that the catheter revision was performed on (B)(6) 2013. It was stated that the catheter could not be fixed. The catheter was embedded in the scar tissue of the spinal fusion and the hcp could not ¿get any fluid through it.¿ as a result, the entire pump was explanted. Due to the embedding, the distal portion of the catheter was left in the patient. The patient outcome was unknown.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2005 (B)(6). Product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).